Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument did fail to recognize the reload and the reload type had to be manually entered. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional. There was no problem detected. The instrument was found to have multiple reload recognition failures based on log review and during in-house testing. The sureform 60 reload accessory was returned with no reported complaint. The reload was returned still attached to a sureform 60 stapler. There was no damage found to the reload. The returned reload was tested using an in-house stapler and passed the firing test without any issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the sureform 60 stapler instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the sureform 60 stapler moved on its own inside the patient and hit the sidewall. There was also an issue reading the reload type, failure to fire, and the reload was stuck in stapler. The procedure was completed with no reported injury.